Manufacturer narrative:
The explanted parts were not returned for evaluation. No further information was received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Tiger spine system pedicle screws were implanted on (B)(6) 2013 for a l4-l5 surgery. The patient had post-operative evaluations on (B)(6) 2013. It was during the (B)(6) 2013 evaluation that the physician indicated that there was bilateral l5 screw fractures. This was determined through x-ray images.